Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-91) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported a false positive result on the alinity m sars-cov-2 assay. The customer reported that when they have a weak cov-2 cycle threshold (CT) of 35 or 37, they repeat the sample on another platform (genexpert) to confirm it. The test was negative for cov-2 but positive for flua. The genexpert kit is a 4-plex assay which will pick up flua, flub, rsv and cov-2. The following samples were reported as false positive: sample ID (sid) (B)(6) tested on (B)(6) 2022 with a CT value of 38.2. Sid (B)(6) tested on (B)(6) 2022 with a CT value of 37.28. Sid (B)(6) tested on (B)(6) 2022 with a CT value of 35.58. The customer stated that 3 patient samples were reported, but customer thinks there may be up to 5. However, only 3 discrepant results have been reported at this time. The customer reported the results as negative for cov-2, positive for flu a based on the genexpert result. There was no impact to patient management. This incident is being reported to FDA because the incident occurred in new zealand using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
E1 updated to new facility name. Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 527137 is performing outside of established design performance specifications based on the elements reviewed. The amplification curves of the discrepant results were analyzed. The runs involving the reported sample identification (sids) were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. Sids are near the limit of detection (lod). Different platforms (i.e., genexpert) have different limits of detection (lod) therefore, the results may not be reproducible. The following observations were identified: sid (B)(6) was adjacent to a high positive sample (sid (B)(6) but since the high positive sample was pipeted after the suspected false positive sample a carryover cannot be the reason why a positive result is being observed. Sids(B)(6) had no adjacent high positive samples that would have contributed to a carryover. Quality data review: device history record / batch record review the DHR review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 527137 (including the components) was performed. The manufacturing packet reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing for lot 527137. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 527137 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for lot 527137. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 527137. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-090) lot 527137 was not identified.